Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found the main coil to be kinked/bent and broken. The delivery wire was noted to be heavily kinked/bent which would be indicative of force used on the device. It is likely that this may have contributed to the main coil becoming broken/fractured from the delivery wire during the clinical procedure. In addition, the coil proximal contact was kinked/bent. An assignable cause of handling damage during use will be assigned to the coil proximal contact kinked/bent and coil delivery wire kinked/bent. It is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the main coil broken and main coil kink/bent.

Event description:
Analysis of the returned device found that the main coil had broken. There were no reported clinical consequences to the patient.